Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was communicated properly with guardian link and glucose sensor simulator and auto mode feature functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 533 mg/dl at the time of the incident. The customer was going as low as 48 and as high as 500 mg/dl. The customer was at 128 mg/dl at the time of the call. The customer used boluses to treat the high. The customer declined to troubleshoot the high. The customer was wearing the insulin pump during the incident. The customer reported sensor failure with fluctuations on the readings. The customer had issues with air bubbles in their set. The customer also reported a low of 52 to 55 mg/dl on (B)(6) 2018 while using pump auto mode. The customer felt herself crashing and treated with glucose tablets to get to 99 mg/dl. The customer felt like the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.